Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 weeks ago from the date manufacturer became aware of the event.

Event description:
It was reported that patient experienced unable to charge her device due to extreme heat at the site of the device and experienced pain at implantable pulse generator (ipg) site as it was too shallow. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.